Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed low pacing impedance on the right ventricular lead. A later transmission noted that the impedance was back in range; the patient would continue to be monitored. The patient was in stable condition.